Manufacturer narrative:
The character length of the address did not warrant input into the field. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), a representative (rep), and a consumer regarding a patient who was im planted with a neurostimulator (ins). It was reported that the patient had not gotten much relief from their ins since implant. The patient noted they did some bending in the immediate post-op period. The rep stated that the impedances were checked and were fine as well as ¿fluouro of leads.¿ they reported that the patient was reprogrammed, but it was unknown if the issue was resolved. The rep stated they would follow-up for more information. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-feb-07. The physician stated after reviewing the aforementioned fluro one of the leads moved down since implant. This is presumed to be due to the bending. It was not know if the issue was resolved. The rep would meet with the patient in the physician¿s office to reassess. The information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# unknown implanted: (B)(6) 2017 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID (B)(4) lot# serial# unknown implanted: (B)(4) 2017 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID (B)(4) lot# serial# unknown implanted: (B)(6) 2017 explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they do not know the serial number of the lead that moved and indicated that they do not think that can be ascertained. They stated that the lead is still implanted, and there are currently no plants to remove it. The rep noted that the patient¿s device was reprogrammed per the physician¿s request. The rep has not heard anything further from the patient or physician, so they are unsure if the issue is resolved. No further complications were reported or anticipated.